Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified radial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the first time of attempted inflation at 6 atmospheres for 60 seconds, the balloon could not be fully inflated when operated inside the patient. The physician completely removed the balloon along the guidewire. There was no pinhole on the balloon, but there was a break between the side of the device and the shaft. Another of the same device was used to complete the procedure. There were no patient complications reported.